Event description:
It was reported that the customer stopped using her insulin pump for a time owing mostly to frustration with the sensors. Her blood glucose was unknown at the time of reporting. Despite a lack of damage, she stated that the sensors are inaccurate and that cause skin irritation. She further reported that the inaccurate sensor readings cause her to get up multiple times at night to check her blood glucose. The customer had the insulin sensor best practices reiterated to her. No equipment is being returned. No additional information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.